Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Device received stuck in motor error loop during bolus basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device was unable to prime during prime test due to faulty force sensor. No check settings alarm noted. Unit had a cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and scratched case. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 334 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.